Manufacturer narrative:
Additional narrative: asr revision asr resurfacing: right reason(s) for revision: unknown the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No 510# number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Asr revision, asr resurfacing: right, reason(s) for revision: unknown. Update ad 13 nov 2017: additional information received from (B)(6). Reason(s) for revision: pain and alval / soft tissue reaction.